Manufacturer narrative:
There was no indication lens was explanted. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A physician reported a post operative myopic outcome following bilateral lens implants in his patient. Patient is experiencing some discomfort in their vision and is dissatisfied with the result. Through follow up, patient pre and post operative information was provided: pre keratometry: od (right eye) 42.2(135°) x 42.6(45°); os (left eye) 42.4(40°) x 43.0(130°); diopter implanted: od: 25.5 os: 25.0. Post keratometry: od 42.2(149°) x 43.0(59°) / os 42.7(34°) x 43.0(124°). Post refraction: od: esf:-2.25 cil: -0.5(110°) / os: esf:-2.25 cil: -1.0(70°) - 3 months after the surgery. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.